Event description:
It was reported that the insulin pump received false low alerts that caused the pump to go into threshold suspend and blood glucose levels to elevated. Customer's blood glucose reading was 119 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.